Event description:
Additional information received identified the patient had the system lead replaced with a new one. Postoperative, a system check showed no impedance issues, and no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported a diagnostic check of the patient's scs system showed high impedance. The abbott representative was unable to obtain appropriate stimulation therapy coverage for the patient. Surgical intervention may be taken to address the issue.